Event description:
This device was implanted on (B)(6) 2014 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that the patient complained of hearing a swishing sound and wants to know if from her device. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).